Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a urinary tape placement procedure performed on (B)(6) 2019. According to the complainant, the patient returned to see the physician two days after the procedure due to urgency and the patient presented bleeding. The physician then performed a review and decided to hospitalize the patient for removal of the tape. Reportedly, there was no more bleeding after the removal surgery.